Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that a year and a half after having cataract surgery with an intraocular lens (iol) implant surgery, she is experiencing shooting lines of light and halos in her right eye. The patient had a yttrium aluminum garnet (yag) laser treatment as a secondary procedure in the right eye. Additional information has been requested.